Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and failed due to the unit having no voltage. The share log was reviewed and the transmitter failed as a "loss of connection" gap was present in the logs. The customer complaint of loss of connection was confirmed because the share log displays a connection loss gap on the issue date. The root cause could not be determined because the device has no voltage.